Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Reportedly the customer is reusing insulin and not removing cartridge air. Tandem clinical support informed customer that reusing insulin, and not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.